Event description:
I have been wearing a tandem t-slim pump for 7 years. Over the last two years the pump loses connection to the connect app, very old and outdated. We manually have to fix this failed app. I ended up in diabetic dka due to the pump app and my pump not giving me blood sugar readings. They talk in circles but will not make corrections. Also, they have reduced the font in the blood sugar and insulin on board. A lot of diabetics have eye issues. (B)(6) 2025 I needed replacement pump sites, this dangerous, failed company told me they don't have them and have no idea when they will be getting them. Tandem is threatening a lot of diabetics lives by not listening, correcting serious issues and not having supplies is a threat to our lives. Tandem needs to be investigated on why they ignore issues affecting lives of diabetics. This company has gone bad and uncaring.